Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position via right transfemoral artery, the 26 mm commander delivery system balloon burst at the end of valve deployment, during deflation and the balloon separated (but pieces were not missing as shown in the photo provided by the fcs). The valve was fully deployed. There was withdrawal difficulty withdrawing the esheath+ from the delivery system, however it was able to be removed as a single unit. The operator noticed increased bleeding was noted at the arteriotomy site so a prolonged balloon tamponade was performed and seemed to resolve the issue. The patient was in stable condition. Imagery provided showed a distal tip split and a liner tear ((B)(6)). It is unknown whether the patient had a blood transfusion.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added. B4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The 3mensio imagery was provided and the following was noted: patient's right access vessel showed the presence of calcification. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander with s3/s3u/s3ur IFU's were reviewed. Precautions note, 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. These factors can compound, potentially resulting in secondary device failures, such as liner strand, sheath damage, and system components separating during use. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances as they result from patient/procedural factors. In this case, the complaint for sheath liner torn was confirmed based on the evaluation of the device imagery. Available information suggests procedural factors (altered balloon profile) likely contributed to the event as it was reported that 'commander delivery system balloon burst at the end of valve deployment ['] there was withdrawal difficulty withdrawing the esheath+ from the delivery system.' Incomplete deflation of the compatible balloon device prior to removal from the sheath can damage the liner. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. In this case, the complaint for sheath distal tip split was confirmed based on the evaluation of the device imagery. However, no manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As the balloon of the associated ds burst, it is likely that the altered balloon profile interacted with the sheath distal tip during withdrawal, resulting in the observed distal tip split. As such, available information suggests that patient procedural factors (withdrawal of altered balloon profile) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.